Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2024, it was reported by the patient mother that three infusion set was leaking from tubing due to which hyperglycemia occurs. High blood glucose level was 322 mg/dl. No further information was available.

Manufacturer narrative:
Initial and final MDR 1887000- MDR 8021545-2024-01070- device 2 of 3. E1: patient city: (B)(6). Patient country: united states.